Manufacturer narrative:
The following patient information was asked to the physician but was not available: initials, gender, age, weight, date of birth, comorbidities, medications. A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. This complaint was initiated based on information received from the field. No items were available to directly evaluate product performance relative to the reported device failure mode, and the cause could not be established with the available information; therefore, this investigation is complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, the patient had a physician-modified endovascular graft (pmeg) procedure for an unknown etiology where a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used in the celiac artery. A cook device was used as the main aortic component in the case. On (B)(6) 2025, the patient had a reintervention for an endoleak. An 8 mm x 39 mm vbx device was implanted to extend the celiac artery. It was reported there was no impact to the patient.